Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("hemorrhage"), depression suicidal ("2 depressions with suicide attempt") and suicide attempt ("2 depressions with suicide attempt") in a (B)(6) female patient who had essure (batch no. 626455) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematuria ("hematuria without germ at urine culture"), spondylitis ("spondylarthritis"), depression suicidal (seriousness criterion medically significant) and suicide attempt (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy was planned). At the time of the report, the abdominal pain, genital haemorrhage, haematuria, spondylitis, depression suicidal and suicide attempt outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression suicidal, genital haemorrhage, haematuria, spondylitis and suicide attempt with essure. The reporter commented: two essure implants were placed. Total hysterectomy was planned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("hemorrhage"), depression suicidal ("2 depressions with suicide attempt") and suicide attempt ("2 depressions with suicide attempt") in a 47-year-old female patient who had essure (batch no. 626455) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematuria ("hematuria without germ at urine culture"), spondylitis ("spondylarthritis"), depression suicidal (seriousness criterion medically significant) and suicide attempt (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy was planned). At the time of the report, the abdominal pain, genital haemorrhage, haematuria, spondylitis, depression suicidal and suicide attempt outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression suicidal, genital haemorrhage, haematuria, spondylitis and suicide attempt with essure. The reporter commented: two essure implants were placed. Total hysterectomy was planned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.